Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon broke and left the remainder in me [foreign body in reproductive tract], removed a tampon, it broke [device breakage], removed a tampon, but it broke and left remainder in me [complication of device removal]. Case description: consumer reported via e-mail that when she removed a tampon, it broke and left the remainder of it in her. No serious injury was reported.